Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 7 d (cat7 d). During the procedure, while torqueing the cat7 d in the target location to remove clot, the distal end of the cat7 d broke off. It was reported there was chronic clot in the aneurysm. The physician then attempted to use a snare device to remove the broken cat7 d; however, the attempt was unsuccessful. The patient was taken to surgery to remove the remaining broken cat7 d. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Additional 510(k)# that also apply to this complaint: (B)(4). This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Please note that the following sections were inadvertently missed on the follow-up #01 MFR report and are being included on this follow-up #02 MFR report: 3005168196-2022-00442. Section d. Box 10. Device available for evaluation?; section d. Box 10. Returned to manufacturer.

Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: mw5112230. Evaluation of the returned cat7d confirmed that the distal end of the catheter was fractured. Based on the damage at the fracture site, the fracture was likely the result of torqueing against resistance. If the device is over torqued against resistance, damage such as a kink and subsequent fracture may occur. Based on the reported event, the root cause of resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.